Manufacturer narrative:
H10: this event was reported to be outside of use. No repair performed, customer refuses service, further investigation is not possible.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 14oct2020.

Event description:
The customer reported inspiratory pressure is too low, tidal volume is too low, and (gas delivery system) gds failure. There was no patient involvement.